Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency as product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Explant date: not applicable as lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by female patient that a zxt225 intraocular lens was implanted in her right eye on (B)(6) 2016. The lens moved out of position and had to be re-centered on (B)(6) 2016, and then on (B)(6) 2016, it had to be sutured into place. Her best vision is 20/200 and eye glasses cannot correct any further. She reports that she has no mid or near range vision and seems to have lost all contrast sensitivity. She was told the lens is perfectly centered and the machines say she should see great so they (doctors) do not really know why she experiencing issues other than to say that she has had a number of surgeries, including iol exchange and (now) the eye is just too stressed to function. Her eye pressure after each surgery fell to 2mm hg. The lens remains implanted because they (doctors) are too afraid to remove it. Patient claims that her vision certainly affects all activities and been declared legally blind. This report is to capture the 3rd implanted lens, tecnis symfony, that had to be sutured in place and remains implanted.